Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that following an intraocular lens (iol) implantation procedure, patient experienced nano glistening. There are two medical reports associated with this patient. This file belongs to right eye. Additional information has been requested.